Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the pump driveline cover was on backwards, pulling the driveline out from the controller and triggering electrical fault alarms. It was recommended to disconnect the driveline and correct the driveline cover. The pump remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The driveline cover from the surgical tool kit was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported electrical fault alarms were confirmed through log file analysis which revealed 2 electrical fault alarms being logged. Furthermore, the reported incorrect placement (backwards) of driveline cover was confirmed through visual evidence provided by the site. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. It was noted within the event that after the correct placement of driveline cover, no furthercomplications were reported as a result of this event. Based on the information provided, the most likely root cause of this event is the incorrect placement of the driveline cover, leading to intermittent connection between the driveline and controller further triggering the electrical fault alarms. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.